Event description:
The initial reporter stated that the administration set had resulting in the pump under delivering. They stated that when they used a new set the pump passed volumetric testing. Mmd did follow up with the initial reporter and they stated that the complaint occurred during testing and did not affect a patient. No further information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.